Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to open connector on lcd board.

Event description:
It was reported that the insulin pump had frequently no or intermittent keypad response from all buttons. The caller did not know the blood glucose reading. No significant events leading to the keypad issues were observed, and the caller noted that the problem occurred during normal device use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.